Manufacturer narrative:
E1: reporting information: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure failure. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the customer had not given the asp the v60 serial number. This investigation is ongoing.

Manufacturer narrative:
In an additional good faith effort (gfe) response from the authorized service provider (asp) received on 05dec2024, the asp stated that the customer did not provide the device diagnostic report (drpt). The customer refused repair of the device by the philips asp, so no further work was performed to confirm, troubleshoot, or resolve the device issue. Due to the refusal of service, the final disposition of the device is unknown. In the gfe response received on 05dec2024, it was clarified that the device was outside of use at the time of the reported problem. No patient or user harm reported. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.